Event description:
It was reported that: "bypass tube would not go into the manta sheath easily." Additional information: "post closure, the first post image looked good. No bleeding. Then bleeding started and the manta shifted. The physician believes the collagen ended up in the vessel. They started to see pulsatile flow from the groin and then took another picture and could see the lock had moved down the leg past the access site. The patient was reported as fine post procedure."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301510 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an undisclosed procedure, a 18f manta device was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not easily enter the hemostatic valve. The physician continued attempting to insert the device through the hemostatic valve, successfully connecting the manta closure to the sheath hub, and deploying the device without further complication. Following deployment, an angio indicated a good deployment, and the site appeared clear. Moments later, pulsatile flow was seen at the site, and a second post-angio indicated the manta migrated past the access site and down the leg. The physician believes the collagen was intravascular. Multiple attempts have been made with no correspondence back regarding any further information for this complaint investigation. Due to no device return or angiograms submitted for investigative purposes, insufficient information regarding initial and deployment procedures, patient conditions, or environment, a root cause for the difficulty advancing the manta delivery system cannot be determined. The manta instructions for use (IFU) indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated only if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events. UDI was updated to (B)(4) to include the full UDI.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "bypass tube would not go into the manta sheath easily." Additional information: "post closure, the first post image looked good. No bleeding. Then bleeding started and the manta shifted. The physician believes the collagen ended up in the vessel. They started to see pulsatile flow from the groin and then took another picture and could see the lock had moved down the leg past the access site. The patient was reported as fine post procedure."